Event description:
A periodic review of programming history was performed which identified high impedance on the device. The device was subsequently programmed off. No additional relevant information has been received to date.